Manufacturer narrative:
Product ID 97755, serial# (B)(6); product type: recharger, was returned for analysis. Analysis found cable insulation is peeling away at donut end and wires are exposed. Electrical failure. High reading na, low reading na. Recharger problem, cannot continue, call medtronic message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The patient stated they are seeing an error code rm03. Agent walked patient through removing the battery pack and placing it back in. Patient then connected the recharger and confirmed seeing recharger problem 84. Patient stated they have been feeling that the paddle and cord were getting hot for about the past two weeks. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the recharger. No patient impact or symptoms.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.